Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified damage (nicked/gouged) on the surfaces of implant. The locking feature (dovetail) was found to be flared and compressed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00598003701 - stemmed tibial component precoat size 3 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 64881639. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the implantation of the artificial knee surgical prosthesis during an initial surgery, the lps-flex nsm tibial liner does not match the nexgen pre-coated tibial disc cadaver and cannot be implanted. Multiple attempts were made, resulting in a 40 minute extension of the surgery time. The surgical technique was utilized. Another implant was used to complete the procedure. The patient did not experience any adverse effects from the surgical delay. Attempts have been made and no further information has been provided.